Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 2.50 promus premier&#10244;rug eluting stent was selected for use and advanced but failed to cross the lesion. However, upon removing the stent from the patient, the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.